Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient's left ventricular (lv) pacing lead had a sudden increase in pacing thresholds. The lead was temporarily shut off and a few days later, was reprogrammed to change the polarity. The lead is still in use. No patient complications have been reported as a result of this event.